Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: material #: 364415, lot/batch #: 1330628. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective unit package printing was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective unit package printing was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective unit package printing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that while using bd preset¿, there were printing defects of the product lot and expiration date, rendering the print illegible. No patient impact reported.